Event description:
Resident found on floor in shower roon lying on right side. Resident states he was transferring from shower chair to wheelchair and wheelchair moved backwards, causing resident to fall. Observation by nursing staff noted that wheelchair was locked in position but wheels continued to move. Incident not witnessed, resident not wearing footwear or socks, and floor pitched due to drainage.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-93. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: mechanical problem. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.